Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# va0588p, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va04wj8, implanted: (B)(6) 2014, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va04wj8, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va0588p, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the they were told that their device was MRI compatible, but when they were having elbow surgery and went to have an MRI done, they were told that they only had "half of the right" stuff. Records showed that the implantable neurostimulator (ins) was MRI compatible but not the leads. In addition, the leads were placed incorrectly and now the patient was in need of a revision. The patient wanted to know if the leads could be interchanged. It was reported that the patient also had lower back problems that were horrible and getting worse. The patient tried turning the device off for a week and then turned it back on, and they thought that moving the lead would improve their pain. A manufacturing representative (rep) had asked the patient to take a picture of their back and mark where they would like the leads. The patient did that but on the day of the surgery, a new rep was present. The patient was not sure if that was why the leads were placed incorrectly, but they thought the photo was present. It was reported that the patient though that for continuity and comfort level for the patient, the same rep should be present at the implant. The patient was advised to contact their surgeon to discuss the next steps for a revision. A few weeks later, the patient reported that they were still having concerns regarding their device or therapy but was working with their doctor or company representative. The patient reported that the opening for the leads never healed and had gotten infected. The patient was put on antibiotics and ultimately had it revised. The lead was "pulled up tight, cut, and bounced back." Relevant medical history includes malignant pain and muscle stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The patient indicated the use of their stimulation implant was for muscle stimulation. The manufacturer reported the indication for use was for malignant pain.